Event description:
Updated summary: it was reported to medtronic minimed that the customer passed away on (B)(6) 2025 and the cause of death was diabetic ketoacidosis during the hospital stay. Other relevant history, including preexisting medical conditions such as pneumonia, also triggered hypertension and renal failure. The pump was worn at the time of passing. It was unknown whether the customer was using the auto mode/smartguard feature at the time of the event. The last known product(s) for this customer are as follows: mmt-1884, mmt-396a, mmt-332a. The insulin pump mmt-1884 will be returned for analysis. No product return is required for mmt-396a. No product return is required for mmt-332a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2025. Cause of death was diabetic ketoacidosis during hospital stay. Other relevant history, including preexisting medical conditions: pneumonia, also triggered hypertension and renal failure. The pump was worn at the time of passing. The last known product(s) for this customer are as follows: mmt-1884, mmt-396a, mmt-332a. The customer will discontinue use of the mmt-1884. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-396a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.